Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump keypad was found to be intact with no evidence of peeling or damage. All of the pump buttons were found to be responding appropriately to presses. The keypad was removed and contamination was found under all of the keypad buttons. Unrelated to the complaint, the pump label was found to be torn. This issue is not likely to cause an adverse event because it has no impact on insulin delivery or pump function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas for a damaged keypad. Evaluation could not duplicate the damaged keypad but found contamination under the button contacts. This report is made based on the results of investigation.